Manufacturer narrative:
The reported event was confirmed. An error message was noted; however, further investigation was not confirmed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information provided, the reported event was confirmed, and the root cause remains unknown.

Event description:
It was reported that the generator stopped working during a procedure. As a result, the procedure was abandoned.